Event description:
Report received of an error in programming found during a retrospective pump history analysis by the manufacturer. The pump was initially programmed in the pca only mode to deliver demerol 10mg/ml, with a 10mg pca dose, and 8 minute pt lockout, and a 300.0 mg 4-hour limit. The therapy had been in use for 3 hours when a 20mg loading dose was administered with no correlating order written by the md. Delivery continued for another 3 hours, at which time a new durg therapy was programmed. There was no report of any issues made to the manufacturer by the customer. The pt did not experience any adverse effects and no medical interventions were required. No further info was available.